Manufacturer narrative:
The reported event was for unknown product experience issue. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right atrial lead was explanted and replaced for an unknown reason. The patient's status was unknown.